Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 600 mg/dl and a high ketone level. The customer was treated through intravenous insulin and saline. Customer was released from the hospital on (B)(6) 2024 with no permanent damage. Reportedly, the cause of the reported issue was due to a cartridge alarm occurred during insulin delivery. Reportedly, the customer reverted to an alternate method of insulin therapy.